Event description:
It was reported that a malfunction, identified by code malf 12, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further malfunctions occur.